Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the balloon catheter leaked during the procedure. The physician stopped use of the balloon and replaced it with another of the same. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. . The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Based on the information available and because the device was not returned for analysis the cause of the reported issue cannot be determined.

Event description:
It was reported that the balloon catheter leaked during the procedure. The physician stopped use of the balloon and replaced it with another of the same. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that proximal catheter shaft inside the hub appeared to be perforated. During the functioning test, it was revealed that water was leaking from the inner shaft and out of the guidewire port and balloon would not stay inflated due to the shaft leak inside the hub's inflation port. Additional information provided by the customer indicated that no damage was noted to any of the packaging components containing the device, the issue was observed during aspiration, and air bubbles were observed. Analysis of the returned device revealed perforations in the proximal inner shaft directly under the hub inflation port. Based on the size and location of the perforations, it is possible the guidewire was mistakenly inserted into the hub inflation port instead of the guidewire (back) port which punctured the inner shaft and caused the observed leakage/failure to inflate during device analysis. Per the dfu (direction for use), "introduce the guidewire, flexible-end first, into the straight (back) port." However, since the guidewire used in the procedure was not returned, this could not be proven. Therefore, the exact cause for the reported balloon leaked and the analyzed balloon catheter broken, balloon catheter shaft leaked, balloon failed to inflate could not be determined.

Event description:
It was reported that the balloon catheter leaked during the procedure. The physician stopped use of the balloon and replaced it with another of the same. There were no reported clinical consequences to the patient due to this event.